Manufacturer narrative:
A ge svc rep performed an on site investigation. The voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system had a low voltage error message after boot up prior to a case. No pt injury was reported.